Event description:
Same case as manufacturer report# 6000130-2005-00345 and 6000093-2005-00633. It was reported that during a pta/stenting treatment procedure, a fracture in the core of the iq marker guide wire occured. The pt was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the left circumflex coronary artery. The physician used a 6f pinnacle introducer sheath for vascular access, and a 6f mach1 guide catheter to cross the lesion. The fracture was detected on fluoroscopy, and did not result in complete separation. The iq marker guide wire was removed without difficulty, and a third iq marker guide wire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt stat is reported as good.